Event description:
Reports receiving a reading of 230 mg/dl on the pcx meter compared to a lab reading of 600 mg/dl. It was never determined how far apart these readings were taken. The lab technician believes the pt's condition may have influenced the readings because "the pt's ph level was critical and low." The pt may have been hyperosmolic. The reported pcx meter reading is not consistent with this condition. Treatment provided to the pt was not described.